Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that within three days post implant, the right ventricular (rv) lead had impedance greater than 3000 ohms and no cap ture. During the lead revision, it was found when the rv lead was disconnected from the device that there was tissue in the port causing the high impedance and no capture. The tissue was cleaned off and the issue was fixed. The rv lead remains in use. No patient c omplications have been reported as a result of this event.